Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient representative (reporter)contacted lifescan (lfs) USA, alleging that the patients onetouch ping meter was reading inaccurately low compared to another device (onetouch ultramini). The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter issue began at approximately 9 pm on (B)(6) 2016. The patient is on insulin pump therapy. The reporter claimed that the patient obtained blood glucose readings of "54 mg/dl" (9pm) with the subject meter and "350 mg/dl" (9:07 pm) on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. In response to the subject meter reading the patient immediately ingested glucose gel/tablets before testing on the other device. The patient denied developing any symptoms. There was no mention of medical treatment/intervention received as a result of the alleged issue. During troubleshooting the csr confirmed that the meter was set to the correct unit of measure and that the patients test strips were stored properly and had not expired nor exceeded their discard date. The test strip vial was intact and samples were taken from the correct sample site. The patient did not have control solution to perform quality control testing. Products were replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.